Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia after overtreating a prior low with a brownie and gummies while using the ilet system with insets and an fsl3+ continuous glucose monitor (cgm), with cgm and glucometer readings in the 300s mg/dl and a subsequent decline to 256 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.